Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 4837174.

Event description:
It was reported that patient experienced ineffective stimulation, patient's lead has high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.

Event description:
Additional information indicates that lead had migrated, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
A4 correction- weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.